Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located in room 499 at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found the head right bake pad was worn. The technician replaced the head right brake caster to resolve the issue. Based on this information, no further action is required.